Event description:
On 24-apr-2026, a distributor reported via email that two ar-1926ps pushlock anchors split during insertion. The had surgeon cycled the drill and inspected the hole to confirm it was clear and free of obstruction. A third pushlock anchor was successfully inserted; however, the surgeon gently tapped it during insertion to prevent further splitting. Prior to these events, five pushlock anchors were successfully implanted without issue. This was discovered during a bankart procedure on (B)(6) 2026. Additional information was received on 28-apr-2026: the fragment remained attached to the anchor and did not require retrieval. A brief delay occurred to open additional anchors, lasting no more than five minutes. No additional anesthesia was administered.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.